Event description:
Customer has been wearing a knee brace for a few months now. Wears the brace when she works out. Says she breaks out whenever she wears the brace on her knee. Her knee becomes itchy, red, raw, with bumps, dry flaky skin and open sores. Noticed recently that the reaction is from the knee brace after she did not wear the brace for a couple of days and had no reaction on her knee. Says the reaction goes all around her knee, both front and back. Went to her dermatologist before she realized the reaction is from the brace and was given a sample cream of topicore to use on the area. However, she not longer has any of the product left and plans on going back to the doctor concerning the area.

Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.